Manufacturer narrative:
Other applicable components are: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device; product ID neu_stylet_acc, serial# unknown, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device.

Event description:
Information was received from a manufacturer representative regarding a trial patient. It was reported that during the trial procedure the patient did not feel stimulation on the lead with amplitude increased to 10.50v. Impedance testing showed all the electrodes on the lead reading >10,000 ohms before and after the lead was reseated in the multi-lead trialing cable (mltc). The lead was also tested in both the 0-7 track and the 8-15 track on the mltc. Therefore, the health care professional (hcp) asked for another lead and no charge. The lead was explanted and would be returned to the manufacturer. Another lead was placed in both tracks and it worked fine. The items used were not permanent and would be removed on (B)(6) 2016 at the end of the trial. The non-functioning lead was removed and replaced before the completion of the trial procedure. The issue was resolved at the time of the report. This was considered an out of box issue.

Manufacturer narrative:
Analysis of the lead found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported all impedances within normal range.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.